Event description:
It was reported that the patients anchor site was superficial and was causing discomfort. The patient underwent an explant procedure and the explanted anchor was kept by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.